Event description:
It was reported that insulin leaked from the connector during tubing fill after a supply change, and the user subsequently replaced supplies and confirmed proper loading steps were followed. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact, no alerts or alarms, and no medical intervention. Investigation included troubleshooting and user education by phone. Investigation of this case revealed that the connector was discarded and not available for analysis. It was concluded that the event involved a leaking connector with undetermined root cause based on available information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.